Event description:
"While attempting to insert a guidewire into the left hepatic system percutaneously, the distal tip of the .018 stiff guidewire broke off from the main mandril of the guidewire. The distal tip was retained within the left lobe of the liver."